Event description:
Additional information received indicates that the patient is still experiencing pain at the ipg site. Further surgical intervention is pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the ipg was repositioned on (B)(6) 2022 with no complications.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was noted that the patient had gained weight. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2022 during which the ipg was repositioned with no complications.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.